Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the original implant was incorrectly placed on the distal end as it was not put into the corpora. The proximal end was in the corpora. During the revision surgery, the implant was then removed and replaced, correctly setting the implant into the corpora both distally and proximally.